Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test was undertaken, and the wire could no be inserted due to blood/body fluid infiltration into the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issue. This lead was removed, successfully replaced, and returned for analysis. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issue. This leas successfully replace. No additional adverse patient effects were reported.